Event description:
Customer received a result of 258mg/dl. Four hours later the customer was unconscious. Paramedics were called and the paramedic's device read 20mg/dl. The customer was taken to the hospital and given an IV and food to eat. Level two control was out of range. A request was made for the return of the suspect device and replacement product was sent.